Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29may2024.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture, lymphadenopathy, pain, migration, granuloma, fatigue, edema, changes in sleep, capsular contracture and anxiety-product/procedure was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Changes in sleep: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5., d.1., d.4., h.4., h.11.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
The patient's representative reported left side capsular contracture, baker grade iii, rupture, "multiple swollen axillary lymph nodes", and "at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area", "axillary swelling with severe pain", "barely able to lift their left arm" and "suffers from anxiety due to increased risk of developing cancer". Patient additionally reported constant fatigue and "sleep disorder" which are deemed not device related. The device has been explanted without replacement.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
The patient's representative reported, "constant fatigue", "axillary swelling with severe pain", "barely able to lift their left arm", "sleep disorder", "multiple swollen axillary lymph nodes", "left side device rupture with severe silicone leakage", "at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area", "suffers from anxiety due to increased risk of developing cancer and due to unsatisfactory post surgical appearance of the breasts", and "capsular contracture", baker grade iii. The device has been explanted without replacement. This record is regarding the left side.

Manufacturer narrative:
The events of capsular contracture, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Initial reporter is legal affairs, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "constant fatigue", "axillary swelling with severe pain", "barely able to lift their left arm", "sleep disorder", "multiple swollen axillary lymph nodes", "left side device rupture with severe silicone leakage", "at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area", "suffers from anxiety due to increased risk of developing cancer and due to unsatisfactory post surgical appearance of the breasts", and "capsular contracture", baker grade iii.